Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the patient side manipulator (psm) 2 and cleared all associated errors. Fse was unable to perform svf because the system was crated on the truck. System was tested and verified ready for use. The complaint was confirmed based on the field evaluation. Intuitive surgical, inc. (Isi) has received the psm for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during training/demo, the single-port (sp) was faulting with error 25551 for instrument drive 2. The driver attempted to recover from the fault, but it would not clear. The driver also performed several hard power cycles, but the issue was not resolved. The driver was taking the system for a show. There was no report of patient harm or involvement due to this event.